Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water system. Inspection and testing of the returned device found foreign material was clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found nozzle has foreign objects. Due to a crack on scope cover, water tightness is lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of upward/downward knob is out of the standard value. An abnormal sound is made due to damage on right/left knob and out of standard value. Adhesive on bending section rubber has a chip and crack. Adhesive on bending section rubber has white-clouded area. Due to clogging of nozzle, no air is fed. Due to clogging of nozzle, no water is fed. Adhesive around objective lens is peeled. Adhesives around objective lens has white-clouded area. Adhesive around light guide lens is peeled. Adhesives around light guide lens has white-clouded area. Plastic distal end cover has a dent. Objective lens has a scratch. Protector of universal cord on control section side has a scratch. Protector of universal cord on scope connector side has a scratch. Paint on suction cylinder is peeled. Paint on air water cylinder is peeled. Switch 1 has a scratch. Image guide protector has a scratch. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Connecting tube has a scratch an wrinkle. The foreign material related questionnaire mentioned that the device was cleaned , disinfected, and sterilized before it was sent it to olympus. No information about the foreign material adhered to the endoscope. No information if there was a possibility that the endoscope was used for the procedure with the foreign material attached to it. No information if there was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used for reprocessing. The endoscope was immersed in the detergent solution. It was not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Air/water nozzle was not flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope]. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.